Manufacturer narrative:
The clotted inner lumen issue was addressed by the user switching the iab transducer to an existing femoral line, which provided good readings. The user was advised on the differences between femoral and radial lines and reviewed the recommendation to use a radial line as the preferred secondary ap source. Guidance and support were provided, and the user had contact information for further questions.

Event description:
The user called the emergency support program line for assistance with a clotted inner lumen on an axillary balloon. No patient harm was reported.